Event description:
Philips received information that the customer reported that when preparing to perform qa, the operator was not able to lock the CT flat panel detector in place. There was no report of harm to a pt, bystander or trained professional as a result of this reported event and no report of a rescan or reinjection associated with this event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation.(B)(4).